Manufacturer narrative:
When this device has been returned to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing.

Event description:
Boston scientific received information that during a device explant procedure, visual observation revealed this device header was separated from the device body. There had been no allegations against the device performance while implanted. Reportedly, some difficulty had been encountered removing the leads from the header. It was unknown what equipment was used during the procedure and whether force was used. No adverse patient effects were reported.